Event description:
Caller states that the pt tested 2.5 inr, 5.0 inr and 4.8 inr during duplicate testing on the same device. A comparison lab returned as 3.9 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.